Event description:
During a ptca/rotational atherectomy/stenting-procedure, the tip of the wire fractured. The extremely calcified and angulated lesion was located in the om. The physician used a 1.25 burr to ablate the lesion. Upon removal of the wire, it was noted that the distal tip had fractured and remained in the patient. No attempt was made at retrieval. A taxus stent was successfully deployed. Patient status is listed as "satisfactory".